Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: nauseous, shakiness and dizziness. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(4): user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-5). The customer reported symptoms of feeling nauseous, shakiness and dizziness; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of 104 mg/dl using true metrix go meter. The product is stored according to specification; the test strip lot manufacturer¿s expiration date is 02/28/2027 and open vial date is 10/16/2025.